Event description:
Per the clinic, the patient experienced a loud, booming sound, discomfort and dizziness with the device use. The patient ended up being a non-user. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.